Manufacturer narrative:
Device received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system and excessive no delivery test or verify possible over delivery anomaly due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called and reported that the customer's insulin pump was over delivering insulin and had an unresponsive button. The customer¿s blood glucose level was unknown at the time of the incident. The caller stated the pump may have been exposed to moisture. Troubleshooting was not completed as the caller was unable to provide further details. The insulin pump will not be returned for analysis.